Event description:
The recipient was seen on (B)(6) 2021 for the activation of the device. There was still pain and swelling around the implant site at this time. When the device was stimulated directly the user was not able to hear any sound. The recipient was then seen on (B)(6) 2021 and reported that the pain and swelling were still present. Also, a few weeks after the first visit the recipient was punched on the left side of the head over the implant site. There was substantial trauma and the user lost consciousness. Since then pressure and headaches have been experienced but the recipient has not sought medical attention. The device was tested again during this appointment and the user was still not able to detect any sound. The user has been re-implanted on (B)(6) 2021. The device did not show signs of damage but noted that one of the screws was loose.